Manufacturer narrative:
(B)(4)the analysis on this device is pending. (B)(4)

Event description:
Before an implantation procedure, this device was interrogated and the battery was found to be drained. Therefore, it was not used. No patient involvement. The device was still in the inner sterile tray.

Event description:
Before an implantation procedure, this device was interrogated and the battery was found to be drained. Therefore, it was not used. No patient involvement. The device was still in the inner sterile tray.

Manufacturer narrative:
The analysis on this device is pending.